Event description:
Patient's son wanted to know if recalled cassettes is what is causing the worsening of his father's condition. Patient has recalled cassettes in possession. Recalled cassettes lot numbers on hand: 4329614, 4298328 [expiration dates not provided) when asked, reported that patient's 6 minute walk test has been worse; also stated his shortness of breath has been worse since the past month. Advised to take patient to the ER, if shortness of breath increase/symptoms persist. No other information available. Unspecified which lot patient is currently infusing with. Product lot number and expiration date were systematically retrieved from the dispensing system. Pump return tracking info is not applicable. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of pump when alarm occurred is not applicable. No add'l info is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual cassette available for investigation? Yes; did we replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Add'l cassettes delivered prior to next mixing; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.